Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the mask continually rolled under and collapsed on both patient's faces despite frequent repositioning which caused poor seal for CPAP compromising respiratory status and caused upper lip irritation and redness. They switched to nasal prongs since the mask was not effective. The customer confirmed that there was no patient harm associated with the reported event. 6 tests/lab data.